Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's stepfather reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The stepfather stated that his daughter has been on the pump for 3 weeks now. The customer was advised that there should not be a black circle at the top of the pump because that means insulin delivery has stopped. The customer was advised that if the pump beeped after the bolus delivery, the pump did deliver the bolus. The customer was advised to contact her health care provider regarding her high readings.